Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. The lens was inspected at 10x magnification under a microscope and was observed cut in half due to explant process. Both lens haptics were observed in good condition and shape. During sample evaluation the half of lens was observed clear as expected in the acrylic monofocal iols. The reported issue as ¿dysphotopsia - halos and glare¿ could not be verified in the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, or discrepancies were issued during the manufacturing process of the production order this lens belonged to. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the historical complaint review, analysis of the return sample and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had intraocular lenses implanted in both eyes: model zma00 in the left eye and model ngx1 in the right eye. Explants of both lens were performed because she could not get used to the lenses and complained of halos and glare. The lenses were replaced with standard lenses (no manufacturer info) and the patient is fine. This MDR is for the lens in her right eye. Another MDR will be filed for the lens in her left eye. No additional information was provided.